Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to (B)(6) and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
A center director reported a patient with diffuse lamellar keratitis bilaterally three days post lasik. Right eye is worse than left eye. Sub-lamellar infiltrate was noted. Flap lifted and irrigated was performed. Patient was prescribed an oral steroid and topical steroid drop dosage was increased. Patient is concerned about recovery. Upon follow up, patient is healing in the right direction. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.